Event description:
On (B)(6) 2013, it was reported that the physician's office was having issues with their programming system communicating with various patients, which started a few days prior. It was noted that the programming system was not plugged into the wall during interrogations. The manufacturer's consultant was used her good wand with the physician's handheld and was unable to communicate with the demo generator. The consultant's programming system was said to be operating properly. The physician's handheld and flashcard were returned to the manufacturer on (B)(6) 2013 for product analysis. Product analysis is still underway and has not yet been completed.

Event description:
Additional information was received on (B)(6) 2013 when product analysis was completed on the returned handheld and flashcard. An analysis was performed on the handheld and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.